Event description:
(B) (4) - peripheral cutting balloon registry. It was reported that in (B) (6) 2005 the patient underwent treatment with a peripheral cutting balloon for one lesion. The target lesion was at the popliteal, with mild vessel tortuosity; lesion type was denovo and mild calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 4 mm, lesion length 10.00 mm, pre procedure 90 % stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. In (B) (6) 2005 at the one month follow up, patient vital status "alive". The target lesion has not remained patent since the procedure. The patient experienced an adverse event of amputation below knee. Date unknown. No other information provided; three month, six month, and twelve month follow up reports were not provided.

Manufacturer narrative:
Event date: 2005, month and day unknown the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis.